Event description:
Pt had ptca. Distal tip of guidewire separated from body of wire and migrated to distal portion of a coronary artery. Pt had CABG; unable to retrieve tip. MFR notified by cardiac cath lab.